Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported two split cartridges. Additional information was provided that he has had many cartridges with splitting over the last three to four months without any patient harm. He stated he uses an automatic handpiece most of the time with his cases and that the splitting is occurring both while loading the lens and when inserting the iol into the eye. He does not have any of the patient identifiers to provide. He also does not have the event dates of the occurrences since it has been over several months. There are four medical device reports associated with this surgeon regarding his report of multiple splitting cartridges from four different lot numbers. This report is for the second lot number.

Manufacturer narrative:
Product evaluation: two cartridges were returned. A small amount of viscoelastic was dried in each cartridge. Each tip has heavy stress lines that extend into an aneurysm beginning prior to the parting lines along the anterior. The aneurysm extends into torn/split damage. The cartridges show evidence of being placed into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of qualified iol models with the handpiece that was used. Iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a non-qualified viscoelastic. The reported tip damage was observed on both returned cartridges. The root cause may be related to a failure to follow the directions for use (dfu). An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. A non-qualified viscoelastic was also indicated. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).